Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation a trunk cable connector pin was bent, which caused the connect electrode belt messages. The root cause for the bent pins could not be positively identified, but the damage likely resulted from excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report constant connect electrode belt messages. The patient was issued a replacement electrode belt.